Manufacturer narrative:
(B)(4). G2 foreign - spain investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during operation it stops when it touches the bone. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, e1, e3, g3, g6, h1, h2, h6, h11. Review of the most recent repair record determined the oscillating and eccentric system were malfunctioning due to worn and damaged components. The eccentric shaft, oscillator, rampnut and seals were replaced to resolve the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.